Event description:
The device was used during a colectomy procedure. The staple line was incomplete and bleeding was observed. The surgeon manually sutured to complete the procedure. No pt injury was reported.